Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n340063, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013 product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a patient who was receiving morphine via an implantable pump. The concentration, dose, and lot number were unknown. The indications for use included non-malignant pain and post laminectomy pain. The patient's medical history and concomitant medications were not provided. The patient reported that the pump never helped to provide therapy and it was discovered that the catheter was kinked. When asked if it was a sudden or gradual changed in therapy/symptoms the patient noted it was unknown. She reported that two years ago, eight months after the pump was implanted, her pump was taken out because it was too big for her small frame. Additional information was requested to clarify medication and event timing details, and troubleshooting. Should additional information be received a supplemental report will be filed.